Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump had air bubbles in the reservoir. The customer's blood glucose level was 300 mg/dl. She also noticed her infusion set had a bent cannula and air inside of it. When she removes the reservoir, she sometimes notices pieces come off from it. The product will return. Nothing further to report.